Manufacturer narrative:
Occupation: reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Iit was reported that, the 1.3 cruc scrdriver blade holding sleeve and scrdrivershaft-crucif 1 w/hold-sleeve gr were found broken. No patient consequences noted. This report is for one (1) 1.0mm cruciform screwdriver blade with holding sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.480.96, lot 3l98606: release to warehouse date: august 12, 2019. Manufacturer: hagendorf. No non-conformance reports (ncr's) were generated during production. H3, h6: a product investigation was completed: upon visual inspection, no visual defects were identified with the returned device. There were no signs of breakage on any of the pieces. Thus, the complaint is not confirmed. The complaint condition was not confirmed as there were no broken features found with the returned device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.